Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead dislodged several times. The lead was taken out and tissue was noted to be stuck on the helix and difficult to remove. When trying to deploy and retract the helix, it would not retract and the helix was bent and coming out of the lead at an angle. The lead was not implanted and a new lead was used. \no patient complications have been reported as a result of this event.